Event description:
Iol exchange performed due pseudophakic bullous keratopath. Corneal transplant perfromed at that time. Surgeon indicated recent corneal degeneration, probably related in part to iol. Pathology confirmed pbk and penetrating keratoplasty.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: unanticipated adverse reaction - long term. Conclusion: device failure related to patient condition, device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.